Event description:
Atrial lead impedance on hm shows over >2500 unipolar. Pt will be brought into clinic for evaluation. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.